Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was prompting a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt did not recall when the alleged power issue began. She informed the cca that she manages her diabetes with humulin n and humulin r insulin. It is not known if the pt made any changes to her diabetes regiment at the time the alleged issue began. On an unspecified date/time, after the alleged issue started, the pt reported that her feet began to hurt and felt thirsty; symptoms she associated with a high glucose. The pt claimed she consulted with her physician (date and time unk) and was advised to take an increased dose of insulin. It is not known if the pt was tested on any other blood glucose monitor. At the time of troubleshooting, the pt reported that she had replaced the subject meter's battey; however, he alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.